Manufacturer narrative:
Additional information: on 10/2/2019, mentor became aware of the lot number of the impacted device. The patient underwent device removal and replacement with 425cc mentor memorygel breast implants, catalog number 3504254bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. On 10/11/2019, the mentor failure analysis lab received the device for evaluation. On 10/22/2019, the product investigation was completed. Device investigation summary: during visual evaluation a crease was observed in the posterior view, also a tear was observed within the crease, measuring approximately 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 10/22/2019, mentor became aware of the manufacturing and expiration dates. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round spectrum 325cc, catalog # 3501450, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent a breast augmentation revision with a saline mentor smooth round spectrum 325cc breast implant and experienced deflation on the left side post-operational. The deflation was confirmed by the physician upon physical examination. As a result, the patient is scheduled to undergo device removal on (B)(6) 2019.